Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image signal was not output normally, and the image froze occurred due to the failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the printed circuit board failure there was an additional finding of white balance could not be set due to the defective printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii video system center image was frozen automatically. There was no report of delay, death, injuries, or infection. There was no patient harm associated with the event. The device was evaluated, and it was found that there was printed circuit board failure. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.